Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37092, lot# 272450001, implanted: (B)(6) 2011, product type: accessory. Product ID: 3998, lot# v603776, implanted: (B)(6) 2011, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation. The patient had their device off and when they turned it on they couldn' t feel stimulation. There was also a problem with the patient programmer. Nothing would come up on the screen. The programmer issues had been going on for a couple of months prior to the report. The patient replaced the programmer batteries and the programmer turned on. They turned on the stimulation but they weren't feeling the stimulation. They turned the stimulation up but still weren't feeling any stimulation. Additional information indicated the patient could not get their stimulation to come on. The implantable neurostimulator (ins) was more than half charged. After reviewing the patient was able to turn their stimulation on and saw the therapy on icon on their recharger. The patient could not feel stimulation. There were no falls or trauma reported. The programmer was noted to not be working again and the ins was not working either. The impedances were tested and electrode 10 showed >10,000 ohms while electrodes 0 through 7 were all around 7,000 ohms. The patient was programmed on group d using electrodes 2 and 3 as "+" and electrodes 12, 13, 14, and 15 as "-". The parameters were adjusted with all contacts activated and turned up to 5v and the patient could only feel stimulation on the left side of their body. The patient was seen by a manufacturer representative on (B)(6) 2015 and they were able to re-establish the stimulation but the impedances remained high and the stimulation was not as strong as the patient would like. The patient was going to be seen by their doctor on (B)(6) 2015 but cancelled their appointment. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The manufacturers representative reported that the patient met with the healthcare provider to discuss and schedule a lead revision. Should additional information be received a follow up report will be sent out.

Event description:
Additional information received reported that the patient had an appointment scheduled for 2015 (B)(6) to discuss a revision with a surgeon.